Event description:
The supris coloplast sling was inserted partially into the patient via the surgeon. The surgeon placed a hemostat on the sling at the midway point of the sling. After placing the hemostat on, the sling tore. The sling was removed completely and another device was open and inserted without any issues. FDA safety report ID# (B)(4).